Event description:
It was reported that the device had suspected early elective replacement indicator (eri). The device was explanted and replaced. It was also reported that the left ventricular (lv) lead had slightly elevated thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device lasted 58% of expected longevity. Analysis confirmed low battery voltage at 2.62 volts. Visual and x-ray inspections revealed no anomalies. When the device was powered by an external supply, it was fully functional with nominal system current drain while loaded and programmed with ddd nominal parameters. The device functioned nominally with regards to pacing output, lead impedance, regulated supply, and reference voltages. The hybrid passed diagnostic system testing which included interconnect, fault grade, and random access memory (ram). The stacked chip scale package (scsp) was inspected for copper trace anomalies. None were observed. Since a high current drain condition was not present, the cause of the depleted battery was not determined. No hybrid anomalies were observed. The battery impedance measured 3.90 ohms. Based on the destructive analysis results, no internal short occurred in the battery. The lithium anode was intact along its entire length, with localized discharge along the edges and no lithium severing. Analysis of the returned device was inconclusive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).